Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 16 mmol/l; cause was pump battery depleting quickly resulting in pump shutdown. Customer received a low power alert and shutdown alarm. Customer delivered a correction bolus via pump to address bg level. Customer reverted to manual injection for insulin therapy.